Manufacturer narrative:
No product problem detected. The implant shows massive damage from the surgery and organic residue. The problem description is incomprehensible. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant pollution